Event description:
It was reported that two devices were used during an unknown procedure. It was reported by the affiliate that the tlc55 and tcr55 were used in the case. There was staple line leakage and some staples will not release.